Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("one had gone missing/one spring had become embedded in the roof of her womb") and fibromyalgia ("fibromyalgia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2011, the patient experienced arthralgia ("pain in her hips"), back pain ("pain in back"), rash ("rashes"), dizziness ("dizziness"), hypertension ("high blood pressure/ bp"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), urinary incontinence ("bladder incontinence"), swelling ("swelling") and pain ("pain"). On (B)(6) 2011, the patient experienced fibromyalgia (seriousness criterion disability), arthritis ("arthritis") and fatigue ("tireness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), neck pain ("neck pain") and weight increased ("weight gain"). The patient was treated with surgery (removal of device). Essure was removed. At the time of the report, the embedded device, fibromyalgia, arthralgia, back pain, rash, dizziness, hypertension, headache, depression, anxiety, panic attack, urinary incontinence, swelling and pain had resolved and the arthritis, fatigue and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, arthritis, back pain, depression, dizziness, embedded device, fatigue, fibromyalgia, headache, hypertension, neck pain, pain, panic attack, rash, swelling, urinary incontinence and weight increased to be related to essure. The reporter commented: medics installed two essure springs and clips in her fallopian tubes in 2008 but when she returned for a follow-up scan three months later found that one had gone 'missing', and she was booked in to be sterilised by the standard procedure. Later, the medics discovered she still contained both springs. One spring had become embedded in the roof of her womb. Surgeons operated to remove. As soon as she woke up everything went back to normal. Case from media coverage (laypress). She had essure placed in 08 and was told in 09 that one was one missing. She was taken back into theatre, and only found out in early 16 that she had in fact been sterilised twice, she had clips put on at the at point and had not been informed. Pathology test with essure was never done. Diagnostic results: follow-up scan 3 months after essure placement: one had gone missing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-feb-2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 475 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-feb-2018: information received from consumer via regulatory authority: the events tireness, arthritis, neck pain and weight increased were reported in addition. Information regarding second sterilization procedure and pathology test were also reported. New regulatory reference added to the case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ("one had gone missing/one spring had become embedded in the roof of her womb") and fibromyalgia ("fibromyalgia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2011, the patient experienced fibromyalgia (seriousness criterion disability), arthralgia ("pain in her hips"), back pain ("pain in back"), rash ("rashes"), dizziness ("dizziness"), hypertension ("high blood pressure"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), urinary incontinence ("bladder incontinence"), swelling ("swelling") and pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device). At the time of the report, the embedded device, fibromyalgia, arthralgia, back pain, rash, dizziness, hypertension, headache, depression, anxiety, panic attack, urinary incontinence, swelling and pain had resolved. The reporter considered anxiety, arthralgia, back pain, depression, dizziness, embedded device, fibromyalgia, headache, hypertension, pain, panic attack, rash, swelling and urinary incontinence to be related to essure. The reporter commented medics installed two essure springs and clips in her fallopian tubes in 2008 but when she returned for a follow-up scan three months later found that one had gone 'missing', and she was booked in to be sterilised by the standard procedure. Later, the medics discovered she still contained both springs. One spring had become embedded in the roof of her womb. Surgeons operated to remove. As soon as she woke up everything went back to normal. Case from media coverage ((B)(6)). Diagnostic results: follow-up scan 3 months after essure placement: one had gone missing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-aug-2017 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 350 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report